Event description:
My 13-year-old son is a dexcom g7 user. The failure rate of the new continuous glucose monitor for two batches has been 100%. Listed are the various types of failures. 1.) Unit falls off skin after a few hours when it should stay on for days. 2.) Unit fails to pair with phone. 3.) Needle ejects from top of device instead of my son's skin in addition, dexcom has limited their patients to 3 replacement units despite my son's failure rate for some the unit is 100%. His a1c has dramatically increased to close to 8 as traditional maintenance must be used. My sons a1c is out of range due to the failure of the product. Pt code: 1905. Device codes: 1068, 3283, 1535, 2588. Ref report: mw5172649.